Event description:
It was reported that the patient was never able to get his implantable neurostimulator (ins) to "charge right". The patient was physically active in his job (B)(6) he stated that the ins "rubbed badly" on seat when he mowed. When the patient was hospitalized 5 weeks ago for kidney stones, they could not do an MRI due to the presence of the ins and instead had a CT scan. He also needed mris for his two shoulder replacements when they would give him problems. The patient noted that the ins never really helped his back pain and only minimally helped the sciatic pain that radiated down his left leg. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: na, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4). (B)(4).